Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2025 and suture was used. It was reported when wanting to use the sutures, the union between the needle and the strand (needle anchor) was broken. This happened in 3 sutures. There were no patient consequences reported. No additional information requested at this time.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/19/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was reported: was surgery delayed due to the reported event? No, action taken when event occurred? Open other suture, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, ip-02372397 device property of? None, device in possession of? 0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.